Manufacturer narrative:
UDI#: (B)(4). The event is currently under investigation.

Event description:
During a procedure where the physician was accessing the left artery, the valve tore off of the introducer. The physician removed the device and used another of the same device to complete the procedure. No harm to the patient. No additional procedures or intervention were required due to this occurrence.